Event description:
It was reported to philips that the device's charging button was damaged. There was no patient involvement.

Manufacturer narrative:
The reported problem has not been confirmed. It was stated that the functional test was not carried out correctly. After connecting the test load (not supplied), the device successfully passes functional tests. The remaining tests were carried out, showing a reduced defibrillation power and a reduced battery capacity of 61% (below the recommended 80%). The device remains out of order - the repair requires replacement of the main capacitor. Based on the information available and the testing conducted, the reported problem was not confirmed, however, other tests were carried out and the capacitor and battery need to be replaced. The reported problem was not confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor and battery for which parts were ordered for replacement.